Event description:
The manufacturer received information alleging a ventilator active exhalation was not pass the test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue. In addition, based on the preventive maintenance procedure, the pollen filter has to be replaced. Due to contamination, the obm gasket, whisper p and micron filter have to be replaced. Because of damage, the handle o-rings have to be replaced..